Event description:
The customer heard a loud noise then it (the stand) was not moving up or down again. After a while they heard another noise and the arm moved slowly down. U-arm fell 4 inches.

Manufacturer narrative:
Reason: mechanical failure, still under investigation. The actual device is scrapped (by the customer) and cannot be analyzed. The original MFR (shin young for m co.) Is contacted for rca.